Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the power load system was not working correctly due to broken release arm and routing tray. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the release arm cover was broken and affecting the operation of the power load system. This was reported in error, the release arm cover is a cosmetic cover that does not disrupt functionality of the system.

Event description:
It was reported via repair work order that the power load system was not working correctly due to broken release arm and routing tray. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load system was not working correctly due to broken release arm, cover, and routing tray. No adverse consequence or clinically relevant delay in treatment was reported.